Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The two suture retrievers had the shaft/snare fractured away from the hub. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. The root cause was associated with device design. A design change was implemented as a result of a corrective action initiated to address the reported issue. No further containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus procedure, the loop retriever of the meniscus mender was disassembled between head and shaft when the package was opened. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.